Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with a non-sustained rv oversensing episode. Upon review, myopotential oversensing with an oversensed artifact was noted. Programming changes were discussed.

Event description:
New information received notes that the physician elected not to make any changes. The device will continue to be monitored. There were no patient consequences.